Manufacturer narrative:
Diagnostic/functional testing was performed at the philips authorized repair facility. Results of functional testing indicate that there was no issue with the speaker and there was sound at start up test. Although the device was working to its specification the speaker assembly was replaced as a precaution. Based on the information available and the testing conducted, the reported problem could not be reproduced and the cause of the reported problem is unknown. The reported problem was not confirmed. The device was operational to its specification after the speaker was replaced as precaution. The device was returned to the customer.

Event description:
It was reported the device displays a speaker malfunction error message and no sound coming from the device. The device was not in use on a patient. There was no report of patient or user harm.